Manufacturer narrative:
A review of the service report indicates the customer reported that their system did not turn on properly even though the main switch was on. The customer noted the system fans were not running. The company rep examined the system and confirmed the reported event. The company rep replaced the power supply iii. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4)

Event description:
A customer reported that the system did not power on during a vitreoretinal procedure. The procedure was canceled. There was no report of harm to the pt. Add'l info has been requested but has not yet been received.